Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 5 sealed reservoirs determined analysis was not required due to the reservoirs have an expiration date of november 2014.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak past the second o-ring in the insulin pump's reservoir. Customer's blood glucose reading was 300 mg/dl. Nothing further reported.